Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-12403. It was reported that the patient presented to the clinic for a follow up. Interrogation showed the patient's right atrial (ra) and right ventricular (rv) leads sensing were low and the rv capture threshold was elevated. Fluoroscopy was performed which showed both the ra and rv leads were dislodged due to suspected twiddler's syndrome. The patient was asymptomatic. The rv lead was re-positioned on (B)(6) 2021. The ra lead was explanted with no replacement. The patient was stable throughout.